Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled and it was found that there was a cracked internal component and a link pin was not present. This rendered the clamp arm nonfunctional. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic low anterior resection, the jaws became not to close when the device cut the mesentery. The jaws were wiped but the same event continued. The device was used on the rectum and the anus. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.